Event description:
The patient was receiving a central line dressing change and the sheath shriveled up and the catheter began leaking. The catheter basically disintegrated. The reporter indicated it may have happened because of the adhesive remover pad that they were using to remove the adhesive of the dressing from the patient's skin. They use this remover pad often, and although this product may never have come in contact with our catheter before, it is unlikely. This patient had to have the affected line removed and have another surgery to replace this line for his treatment. Patient outcome is unknown at this time.

Manufacturer narrative:
No product was returned for investigation; therefore, we are unable to determine the root cause of this event at this time. Our quality control department verifies 100% that the catheter is free of damage and imperfections prior to further processing. All catheter lumens are confirmed to be open and not occluded. Additionally, each extension, main catheter shaft, and if specified, strain relief tubing are verified to be securely molded to the manifold without voids or cracks. Appropriate design controls have been completed for this product. An information for use booklet that is provided with this product describes proper catheter placement, usage and maintenance techniques as well as the appropriate warnings and precautions. It should be noted that a polymer chemist was consulted and it was determined that it was unlikely that the adhesive remover is what caused the failure; however, we will investigate further due to the unknown chemical composition of the remover. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.